Event description:
It was reported that threshold values had risen on the patient's right ventricle (rv) lead. The physician chose to reposition the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted (B)(6) 2014. (B)(4).